Event description:
It was reported that the catheter migrated from the original placement of t7 down to l2. To optimize the therapy, the health care professional (hcp) decided to replace only the spinal segment of the catheter. The pt had been receiving medication into the intrathecal space, but not at the level that was desired by the hcp. A segment of the existing spinal catheter was removed and a new segment was spliced on. The catheter was threaded up to the desired level of t7. The pt then was resumed on his previous rate of infusion of lioresal, 1000 mcg per ml concentration, at an infusion rate - flex dosing - of 118 mcg every day. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).